Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the transmitter quit a few weeks early. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event could not be confirmed via log review because the investigation window does not reflect the alleged device or the alleged issue. A root cause could not be determined.